Event description:
The field reported at device change-out, insulation damage with externalized conductors was observed. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis confirmed an internal abrasion with externalized conductors at 24.5 cm to 26.5 cm from the distal end.